Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that there was no issue with the device/t herapy/implant procedure prior to the device replacement. They reported that the cause of the issue leading up to the replacement was that they wanted an MRI compatible device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that during a call about their current device, the patient also reported a historical event stating that their first implant was effective for a while in the beginning before they lost therapeutic effect. They had it off for the last year prior to replacement and had not noticed any difference therapeutically.